Event description:
The user reported that during initial checkout of the device after receipt, the unit displayed error code 885 and alarmed as intended. The alarm notified the biomedical engineer that the unit was not operable. No patient involved.